Manufacturer narrative:
Reported event an event regarding incorrect placement involving a mako tha software was reported. The event was confirmed. Method & results -product evaluation and results: review of the case session files was not performed as case session data was not provided. Trouble shooting notes: none work performed: this wo was submitted for documentation and for log file submission only. No field service inspection was carried out. -clinician review: a review of the provided medical information by a clinical consultant indicated: one of the fluoroscopic images shows an acetabular component fully seated in a less-than-ideal abducted position. The other image shows a completed tha with an acetabular component in anatomic position. Improper cup positioning is confirmed. The root cause of this complication cannot be determined from the limited documentation provided. -product history review: a review of device history records shows that rob was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise, shows no other similar complaints for tha software - incorrect placement. Conclusions: the alleged failure mode of improper cup positioning was confirmed through a clinical review of the provided x-rays; however, the root cause cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reported surgeon complaints of inaccurate cuts, with cup inclination and version being off. Mps also requested that fse not be dispatched for physical work on robot. This wo was submitted for documentation and for log file submission. Checkpoints passed before and after cuts. Cup was removed by surgeon upon discovery of issue and replaced manually. Additional info. (B)(6) 2024: which cuts were inaccurate? After impaction, the surgeon thought the cup was sitting far too flat to what he planned. The plan was for 42-20. ¿ estimated discrepancy: (tha ¿ degrees): surgeon estimated the cup was sitting more at 55-20. Additional info / correction (B)(6) 2024: the surgeon felt the impacted cup by the arm was ¿flat¿ depicting approximately 35-38 degrees of inclination not 55 degrees. Along with the two intra-op fluor shots taken, a third post op a/p x-ray was taken.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported surgeon complaints of inaccurate cuts, with cup inclination and version being off. Mps also requested that fse not be dispatched for physical work on robot. This wo was submitted for documentation and for log file submission. Checkpoints passed before and after cuts. Cup was removed by surgeon upon discovery of issue and replaced manually. Additional info. 13-aug-2024: which cuts were inaccurate ? After impaction, the surgeon thought the cup was sitting far too flat to what he planned. The plan was for 42-20. ¿ estimated discrepancy: ( tha ¿ degrees ): surgeon estimated the cup was sitting more at 55-20. Additional info / correction 13-aug-2024: the surgeon felt the impacted cup by the arm was ¿flat¿ depicting approximately 35-38 degrees of inclination not 55 degrees. Along with the two intra-op fluor shots taken, a third post op a/p x-ray was taken.